Event description:
Signal reagent on the eci would not update volume even w/a new bottle loaded. The chem-tech reported test values as there were no codes or flags on the print out. A bent probe was found & replaced. All chemistries were rerun finding 2 significant reporting errors. One pregnancy test reported as 1.35 miu/ml was actually 18.7 miu/ml which is positive. The outpatient already had x-rays w/an ivp. A ckmb reported as negative was actually positive. The other pt was a code in ER & was not revived.